Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #1). An additional emdr was submitted to represent the bard/davol ventralex (device #2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard; not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2005: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). On (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #2). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex (device #1 and device #2). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 years 3 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, adhesions, fibrosis, scar tissue and mesh migration thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and migration as possible complications. This supplemental emdr represents the bard/davol mesh ¿ ventralex (device #1). An additional supplemental emdr was submitted to represent the bard/davol mesh ¿ ventralex (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2005: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #2). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex (device #1 and device #2). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with umbilical hernia and ventral hernia recurrence thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿the hernia was identified and opened and the preperitoneal fat was also resected away. The ventralex mesh (device #1) was then placed and then incorporated into the closure using sutures.¿ (B)(6) 2006 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventralex mesh (device #2). Per operative notes, ¿the hernia was identified. The lateral extent of the mesh just to inferior to the hernia. The preperitoneal space was placed away and a ventralex mesh (device #2) was placed in this area and the wound was closed incorporating the mesh using sutures.¿ (B)(6) 2007 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the removal of ventralex meshes (device #1 & #2) and implant of an unknown mesh. Per operative notes, ¿the previously placed meshes were identified. One had become lodged in the omentum small bowel and was tightly adherent. The other was attached to the left side of the operative wound but was rotated medially. This was where the defect had occurred, and the incarcerated recurrent hernia had been mobilized. The ventralex meshes (device #1 & device #2) were completely excised. Lysis of adhesions was carried out. A large piece of dualmesh was obtained and placed intra-abdominal but tightly adherent circumferentially to the anterior fascia using sutures.¿ attorney alleges that the adhesions, mesh migration, pain, hernia recurrence and emotional injuries.